Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient underwent: left sided transforaminal lumbar interbody fusion l5-s1; placement of interbody device at l5-s1; posterior segmental fixation with bilateral percutaneous pedicle screws at l5 and s1; posterior spinal fusion l5-s1; neuromonitoring. Peroperative diagnosis: degenerative disc disease l5-s1; lumbar stenosis l5-s1; lumbar curve; intractable back and lower extremity pain. Perop notes: dilators were then used to dilate over the guide pins to allow a 5.5 millimeter tap to be inserted. Next pedicle screws on the right side were inserted. The rod was also inserted by placing the rod inserter over the screw housings. A stab incision was made over the entrance point to the trocar. The trocar was passed and then removed. An appropriately-sized rod was then selected and then inserted through the screws. The s1 set screw was torqued to final tightness. The l5 set scr ew was engaged but not completely tightened. Next, a guide pin was placed over the left l5-s1 facet. Upon completion of the discectomy, sizing of the interbody device was performed. The appropriately-sized interbody device was selected. Local autologous bone was packed anteriorly in the disk space followed by a pledget of bmp. The interbody device itself was then inserted, which had been filled with bmp along with some more local bone autograft. The device was recessed several millimeters past the posterior aspects of the l5 and s1 vertebra. The lateral edge of the dura as well as the exiting nerve root were inspected for any possible loose fragments. Hemostasis was obtained. The wound was irrigated.